Event description:
The customer reported that during a vaginal hysterectomy and bilateral salpingo-oophorectomy procedure, the device locked closed and could not be reopened. It is unk if the device was applied to tissue at the time, and if so, how it was removed from the tissue. No further info was available from the customer.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow up report will be submitted.